Event description:
Provider states that out of box the headrest was mismanufactured so that it does not sit straight on the chair when mounted properly. Provider states that the headrest was also missing a set screw. No additional information provided.